Event description:
It was reported that patient underwent a reimplant surgery. Previous device explanted due to leak in reservoir. Rear tip extenders of 1.0 and 1.5 cm implanted stacked. No further information is available. Should further information be received, a supplemental report will be submitted. Additional information was received. The implant stopped working. A tear in the reservoir was found. No adverse patient effects.

Event description:
It was reported that patient underwent a reimplant surgery. Previous device explanted due to leak in reservoir. Rear tip extenders of 1.0 and 1.5 cm implanted stacked. No further information is available. Should further information be received, a supplemental report will be submitted.